Event description:
It was reported that the reservoirs are leaking. The blood glucose reading is 220 mg/dl. The leak is between the o-rings. The reservoirs will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2013-97892.